Event description:
Legacy, while on pt at approx 4:30 am, alarmed "circuit fault". Nurse at home and pt's father tried to troubleshoot and contacted repiratory therapist while bagging pt. While manually ventilating pt, "xdrc fault" appeared in message window of ventilator. Respiratory therapist changed out ventilator.